Event description:
The user facility reported that a hose separated from the system 1e causing water to spill out onto the floor. Hospital personnel were present in the room and turned off the water supply which stopped the leak. No procedural delays or cancellations reported. No injury to hospital staff or patients reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on the system 1e processor ((B)(4)). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.